Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from the consumer regarding the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins was over-discharged. It was stated that factors that contributed to the issue was that the patient had lost their recharger equipment and when they found it their ins was over-discharged. The rep stated their partner will be meeting with the patient on monday (B)(6) 2018 at 2:30 at the doctor¿s office for troubleshooting and to take actions to resolve the over-discharged. The issue was not resolved at the time of the report. No surgical intervention occurred was planned. The event occurred on (B)(6) 2018. No further complications were reported/anticipated. On 2018-jul-18, additional information received from a manufacturer representative (rep) reporting that a trickle charge attempt was made, but they were unable to reset the device and resolve the over-discharge. The doctor was informed and they wer planning on speaking with the patient about replacing the battery with the latest ins model or a primary cell battery. It was indicated that the over-discharge had not been resolved, but surgical intervention will be scheduled once the patient and physician discuss the options. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.